Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. (B)(4).

Event description:
A surgeon reported a light edged defect about 30 degrees from the optic haptic junction on an implanted intraocular lens (iol). The surgeon is not concerned about the potential visual outcome as it is outside the visual axis. Additional information has been requested.